Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, no image was displayed, caused by a twisted cable. In addition, a damaged cable unit, a damaged electrical contact, and peeled paint on the rear cover were discovered. Poor water tightness on the rear cover caused water tightness to be lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
A customer reported the 4k autoclavable camera head had an air/water leak. There were no reports of patient harm. Upon inspection and testing of the returned device, there was no image displayed from the device. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it was disconnected because it was twisted and damaged. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.